Event description:
It was reported that the customer's pump button was not working properly, requiring adjustment of the finger position to continue filling the tube. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to resolve the issue by attempting a quick bolus which successfully functioned; however, the customer remained convinced of a problem with the pump. After reviewing a video provided by the customer, technical support agreed to replace the pump due to the declining functionality of the button and arranged for a replacement while instructing the customer on the return process for the defective pump.